Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 80% stenosed target lesion being treated was located in the non-calcified and non-tortuous proximal left anterior descending (lad) artery. The 2.50x32mm promus element stent delivery system (sds) was advanced to the lad and deployed at 12 atms. It was noted that the stent seemed well positioned and well apposed. Following deployment, intravascular ultrasound was performed and it was noted that the 2.50x32mm promus element stent migrated back into the left main coronary artery by approximately 3mm. The 3mm portion of the stent was protruding into the left main artery. Additional intervention was not performed. No patient further complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.